Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stricture performed on (B)(6) 2026. During the procedure, there was a hole in the balloon and unnecessary amount of contrast was injected into biliary duct. It was reported that prolonged time was spend in ercp. The procedure was completed with another balloon. It was reported that the patient was admitted as a precaution for post ercp pancreatitis.

Manufacturer narrative:
Block h6: imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf impact code f08 captures the reportable event of prolonged hospitalization.